Event description:
During removal of 0.014mm whisper guide wire during biventricular automatic implantable cardioverter defibrillator (aicd) placement, the wire fractured, leaving distal segment in branch of coronary sinus. Multiple snaring attempts to retrieve wire fragment were performed unsuccessfully and wire remained per physician decision. Small branch of coronary sinus vein experienced thrombosis due to occlusion from wire. The patient was hemodynamically stable and asymptomatic throughout the procedure and upon transfer to pre/post area.